Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: biomet microfixation rib fixation screws catalog #: ni, lot #: ni; biomet microfixation rib fixation plates catalog #: ni, lot #: ni; biomet microfixation screw driver blade catalog #: ni, lot #: ni; biomet microfixation 90 degree contra angle screwdriver catalog #: 24-1189 lot #: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they are currently implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported multiple screws backed out post-operatively. The surgeon states he did not feel he was able to achieve the amount of torque necessary to fully lock the screws into the plates of the patient's "difficult second rib" with the contra-angle driver. The surgeon states the angulation of his approach might have also been a factor. No revision has been reported as a result of the screws backing out. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection and functional testing could not be performed as a result the products not being returned. There were no photographs, x-rays, scans, or physician reports provided to substantiate the screws backing out. No additional information was provided, and the products were not returned in spite of three attempts regarding additional information and product return. However, the distributor reported that the surgeon "was plating the 2nd rib and he was only able to reach the fracture by using the contra-angle screwdriver", and that the surgeon "stated that the angulation of his approach might have also been a factor." Based on the limited information, the complaint cannot be verified and the most likely underlying cause is the user not following the instructions for use (IFU) for this product. The IFU for these products has a section regarding the bone screws with the following information: bone screws: the screwdriver which has been designed for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. Select the appropriate screw length for that location of the plate. Screw length is chosen by adding, at the most, 2mm to the full thickness of the selected bony region. Please refer to the chart below for a summary of suggested screw lengths to use based on measured bone depth. (Note: if using the sternalock® blu screw sizer to measure bone depth, the 2mm maximum length has already been added to the screw length marking on the sizer. Evaluate the size of screw to use accordingly, as appropriate for the patient.) With the plate in position, place the selected screw by turning clockwise to insert the screw. Be sure to keep the screw as perpendicular as possible to the plate to ensure proper fixation. This is in reference to the statement that the "angulation of his approach might have also been a factor" when the surgeon was plating the 2nd rib, as it indicates that the screw may not have been inserted perpendicularly upon fixation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the user not following the IFU for this product. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.